Event description:
It was reported that there was an issue during prep of the emboshield nav6 embolic protection system (eps). There was difficulty pulling the filter into the delivery catheter (dc) pod and the filter may have snagged and torn as it seemed it was caught on something. There was no bunching or wrinkling and the torque device was used. The device was not used and there was no patient involvement. The procedure was completed without distal protection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the lot number was not reported and the product was not returned for analysis. Difficulty loading or inserting the filtration element into the delivery catheter pod during preparation can be affected by numerous factors including, but not limited to, damage to the pod, the pod inner diameter may be too narrow, the pod length may be too short, the pusher length may be too long, the loading funnel inner diameter may be too narrow, not using the torque device and/or physician technique. The investigation was unable to determine a conclusive cause for the reported difficulty to insert, difficulty to set up, or torn filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.